Event description:
A malfunction was reported, and the customer noted no notable events occurred prior to the issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and provided instructions for future malfunctions. The customer was informed to continue using the pump and to call back if any malfunction codes recur, which the customer acknowledged and understood.